Event description:
Lf field service engineer reports via fax that two of three bolts holding j-bow to ceiling arm sheared off allowing the injector to dangle from ceiling.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: this complaint was initially used as a reference for all related complaints involving the loose or sheared bolts of the optivantage j-bow. Suspension was replaced and injector returned to full service by the customer.